Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the device was unable to fire and the physician was not able to squeeze the handle. The handle made a loud crack but different from before when he would feel a crack and still could continue to fire. A new handle was used to complete the case. There was no injury caused to the patient and no medical intervention was required.